Event description:
The customer is experiencing error code (invalid test results, intercept too low) intermittently while running patients samples using the axsym digoxin iii assay. The customer was trained to follow the instructions in customer letters. There was no impact to patient management reported.

Manufacturer narrative:
Axsym digoxin iii customers observed instrument errors (error codes) when running patient samples. The instrument errors were observed when occlusion (clogging) on the matrix by the reaction mixture (patient samples +reagent) leads to pooled liquid on the matrix cell. The frequency of instrument errors was higher for freshly drawn samples (within 12 hours of blood draw) or frozen/thawed samples studied in the investigation. The higher volume of sample and reagents used by the one-step axsym digoxin iii assay in comparison with the two-step axsym digoxin ii assay, might contribute to the increased number of customer observed instrument errors. Field action letter was sent to customer to provide guidance on the error code issue as well as the discrepant patient results issue. This included restating axsym operations manual instructions to centrifuge samples (relative centrifugal force) for 10 minutes when these error codes are encountered. As an interim action of this investigation, field action letter was sent to customer, which includes an additional dilution option when these error codes occur. This is a final report.